Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, reference: 2.6, mean: 1.90, confidence limits: 1.3-2.7. Inratio: 1.2, reference: 2.7, mean: 1.95, confidence limits: 1.3-2.7. Analysis of customer's data revealed that both inratio and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. Per general description of complaint, customer is on chemotherapy and takes lovenox. Customer did not specify if patient was on lovenox at time of coagulation test. Patient's health condition and medication intake may have affected coagulation test and may have led to inaccurate inr results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #234130. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 234130 are within the allowable bias (+ or - 1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 2.7. Date: (B)(6) 2010, inratio: 1.2, lab: 2.6.